Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had crack to the drive support cap. The customer¿s blood glucose level was 180 mg/dl at the time of the incident. Customer also report the motor error alarm. Customer was able to successfully clear the alarm and the insulin pump passed self test. Customer reported that the drive support cap appears normal. The customer was advised that the insulin pump needed to be replaced. The customer was advised to discontinue the use of the insulin pump and revert to the backup plan. Insulin pump will not return for analysis.